Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported surgical intervention took place on (B)(6) due to high impedances on the 0-7 electrodes. During surgery the pocket was opened and the leads were disconnected and an impedance check was performed which still showed high on the 0-7 electrodes. The leads were then plugged into a multi-lead trialing cable (mltc) and an impedance check was performed which still showed high impedances on electrodes 0-7. The lead was removed and it was noticed that the lead had clamping at the lead body at the anchor site after the anchor was removed. The lead was replaced and an impedance check was run again with the mltc and once it was connected to the implant with all results within normal limits. Following this the issue was resolved. It was noted the healthcare provider (hcp) would have further information that the rep. Was going to obtain on (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for non-malignant pain. It was reported that stimulation on the left lead felt intermittent and would vary greatly even without positioning changes. Sometimes stimulation would go away completely. This began between her last visit on (B)(6) 2015 and when the rep saw the patient on (B)(6) 2015. No known issues led to the event. There were high impedances with >10,000 ohms on contacts 0, 1, 2, 3, 4 and 5. The rep attempted to program around high impedances but stimulation variances were still noted when using 6<(>&<)>7 contacts. The doctor sent the patient for x-ray. They were going to meet again in 3 weeks to determine the plan. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if any was planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the patient provided clarification regarding the event the dates. It was reported that in (B)(6) 2016, the ins was moved other side of body because the leads were damaged. It was reported that they couldn¿t move the ins until (B)(6) 2016. After healing from moving the ins, the ins was sticking out/rotating on one side and buried on the other side. The lead has been revised and replaced and issue resolved.

Event description:
Additional information received from a consumer reported that there was a lead issue. The lead was kinked, damaged, and broken when their prime cell implantable neurostimulator (ins) was replaced due to normal battery depletion with a rechargeable ins. The lead was revised and replaced because of this.